Event description:
It was reported that the 9800 system had poor image quality with an error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the generator interface board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.